Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a blood glucose (bg) level ranging that was displayed as ¿low¿; however, a specific value was not provided to 45 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, customer continued to use pump for insulin therapy.